Event description:
It was reported that noise was observed on the atrial lead through a remote merlin.net transmission. No patient symptoms were reported. The patient was seen in clinic for evaluation. The noise was able to be reproduced through an overhand throwing motion. The patient was advised to discontinue this activity and would continue to be monitored.